Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-11537. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the investigation associated with related event database 1901821 has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the market quality review (omqr) procedure. The identified for malfunction code, adhesive patch lifts or detaches during use, is not associated with a design or manufacturing-related complaint issue. Therefore, a detailed investigation or inspection of reference samples is not required. Batch review: lot 6004228 was manufactured on 14-nov-2023, in machine l138, with a total of (B)(4).. The batch record was reviewed to verify if all the applicable procedures were followed, and no issues were found. Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. Conclusion summary of the related event. Due to the following batch record review yielding no discrepancies and no non-conformance (nc) was generated during production. During manufacturing of the cannula part, the soft cannula is kept straight by the introducer needle, no samples were returned for inspection. However, during use in general and specifically during insertion may accidentally kink the soft cannula. No further action is required for this complaint, if used/unused samples are received, appropriate actions will be taken.

Manufacturer narrative:
Initial and final MDR 1901821- MDR 3003442380-2024-11537- device 2 of 2. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 2 infusion sets adhesive on (B)(6) 2024. The infusion set fell off during use. The infusion sets were in use for 1 day for each set. The blood glucose level at the time of event was 250 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.